Manufacturer narrative:
After further review, patient code (B)(4) does not apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the circumstances that led to the ins hurting, bleeding, and sores were hurting, and the issue had been resolved. When asked what the status of the device was, the patient noted it was fine. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that her ins has been hurting her ever since (B)(6) of 2019. Patient further reported that she noticed on saturday that the implant "started bleeding and had sores on it." Patient continued stating that she went into the emergency room and the dr said she would meet with her on monday at 3pm and after she met with her the dr decided to set up appointment to operate on the patient. Patient was redirected to doctor as the doctor is already involved and working on resolving issue (planning on operating- no date as of now). No further complications were reported or anticipated.